Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damaged on keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 154 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.